Event description:
The patient reported that they were completing pelvic floor retraining exercises to resolve the lack of effect for leakage and emptying their bladder. The patient was also told to discuss their leakage of clear fluid with their gynecologist.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got their implant on (B)(6) 2015 for their bladder. The patient stated that it was not going that great. It had not worked nearly as well as the patient had hoped. The patient had tried numerous programs but even on a good night the patient would wake up 3 times to go to the bathroom. A good day was about 9 or 10 times to go to the bathroom. The patient stated that they still had some amount of leakage so the patient had not been thrilled with it. The patient stated that they notified their health care professional (hcp) that they had been having problems with it. The patient had gone back and the hcp tried new programs. The patient had a hip replacement in (B)(6). The hcp wanted the patient to have another urodynamic test after the hip replacement in (B)(6); however, the patient was told that they could not have any urinary manipulation or dental work down for 90 days after the hip replacement. The patient stated that when they do any of that they will have to have antibiotics to make sure that they do not become infected in their hip. The patient stated that it seemed like they had a lot of fluid. Pyridium was prescribed and the patient took it for 24 hours. The fluid that the patient had been leaking was not urine. The patient had saved the pads. The patient stated that now they were leaking urine because they could. The pads showed yellow and at least that part was better. They kept changing programs, maybe up to 12 different programs, hoping that it would get better. The patient had tried increasing stimulation on the control bar, but it would get uncomfortable. It seemed like the more they would go up on the programs the more leakage of the clear stuff. The patient stated that it had not worked very well. The patient did not think that it was helping the patient empty their bladder and did not think that it was helping a whole lot with their other symptoms. It had not been a great success. The fluid leakage was reported to have started prior to the hip replacement. The patient stated that they thought they were beginning to get better results due to kegel exercises and other exercises for their hip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.